Event description:
It was reported through a distributor that the surgeon was performing a subacromial decompression in 2005. He had just inserted the bone hook and was beginning to apply pressure when the instrument bent. No pt injury was reported.